Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 238 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected motor position encoder error alarms were noted during testing. The pump passed the displacement, self test, off no power, rewind, basic occlusion and prime tests. The operating currents were within specification. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was present in the alarm history screen. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test due to the motor error alarms. The pump had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.